Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 06/17/2020. Investigation conclusion . The customer report that the tubing crimped was confirmed. Visual inspection observed one silicone tubing kink proximal to the upper fitment of the pump segment. The root cause of the kinked tubing was identified as the packaging/coiling method during packaging. The customer's report of difficulty priming the tubing was not confirmed. Functional testing showed that the functionality of the set was not affected from the silicone kink as received. It is possible that the silicone kink may have caused some restriction, however it was possible to readily prime the set and liquid flowed through the set without any restrictions or occlusions. Pressure testing also found no anomalies with the returned set. It is recommended to massage crimped areas to facilitate flow. A device history record for model 2420-0007 with lot number 20046420 was performed. The search showed that a total of 34,563 units were built in 1 lot on (B)(6) 2020. The search showed that there were no quality notifications for the failure mode reported by the customer.

Event description:
It was reported that as lvp 20d 2ss cv tubing was crimped. The following information was provided by the initial reporter: material no: 2420-0007 , batch no: 20046420. It was reported that the tubing crimped. Description: when priming a primary IV tubing for a medication infusion, the tubing was noted to be crimped 2x in the stretchy area, and it would not prime; medication then changed to new alaris tubing; tubing and packaging with lot # saved for inspection; no patient harm as this occurred during priming.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv tubing was crimped. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20046420 it was reported that the tubing crimped. Description: when priming a primary IV tubing for a medication infusion, the tubing was noted to be crimped 2x in the stretchy area, and it would not prime; medication then changed to new alaris tubing; tubing and packaging with lot # saved for inspection; no patient harm as this occurred during priming.